Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed that there was no oxygen being supplied. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The key market (km) reported that the v60 ventilator displayed that there was no oxygen being supplied. A follow up was performed with the km, and it was reported that there were no error codes being displayed on the device. The km responder reported that the oxygen concentration output by the oxygen concentrator did not meet the standards and noted that the device had low oxygen concentration. The km then reported that after switching to the built-in oxygen supply mode, the device returned to normal operation.